Manufacturer narrative:
Product event summary: the lead was returned for analysis. Analysis was performed and no anomalies were found. Lead returned without the anchoring sleeve.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead was attempted but not used during the implant procedure. The suture sleeve on the lead came off during the procedure. The lead was removed and replaced. No patient complications have been reported as a result of this event.